Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the cardiosave was connected to ac and charging led was blank. To fix the issue, the fse replaced the power supply. The fse then verified that charging light was indicating charging and batteries were being charged. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries are not being charged. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.